Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/20/2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was fully intact, with no damage or peeling. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the initial complaint, the audio bolus button cover was torn. The button responded appropriately during testing. Additionally, the returned battery cap¿s coin slot was damaged. The cap was able to secure on to the pump to complete testing.